Event description:
It was reported that the patient experienced high glucose after being disconnected from the ilet for several hours during exercise, then reconnected and received education on the risk of hyperglycemia when disconnected and on automatic insulin delivery upon reconnection; the infusion set was subsequently changed and glucose decreased to 313 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and caregiver education, ketone monitoring, and continuation of therapy at home without emergency care or hospitalization. Investigation included technical support review and user troubleshooting with education on appropriate pump reconnection and infusion set management. Investigation of this case revealed user-related interruption of insulin delivery due to extended disconnection from the infusion set during activity, with device function resuming upon reconnection and set change. It was concluded that the event was related to use conditions leading to temporary loss of insulin delivery rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.